Event description:
It was reported that a 2800 21mm aortic valve was explanted after an implant duration of approximately 7.5 years due to aortic stenosis. The operative report noted, "the prosthetic valve developed a thickening of the pericardial leaflets. Interestingly, the aortotomy was at, or in the right coronary ostium and spiraled down around into the annulus of the prosthetic valve; a very peculiar situation." In addition to the aortic valve replacement the patient also underwent an ascending aortic replacement from the sino-tubular junction up to the proximal arch, as well as a proximal arch replacement under circulatory arrest with a 28mm dacron graft, and a single vessel coronary bypass with saphenous vein sewn end to end to the proximal right coronary artery.

Manufacturer narrative:
Evaluation: method - x-ray. Evaluation summary: moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 7mm on leaflet 2. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice by 7mm on leaflet 1, 4mm on leaflet 2 and 9mm on leaflet 3. Host tissue fused the free margins of leaflets 1 and 3 at commissure 1 by 2mm on the outflow aspect. Host tissue also fused leaflets 1 and 2 at commissure 2 by 5mm and leaflets 1 and 3 at commissure 1 by 6mm. Host tissue is moderate to heavy at the stent outflow. Host tissue restricted mobility in the leaflets and led to stenosis. No visible calcification was observed. No visible inconsistencies detected on x-ray. Additional manufacturer narrative: the evaluation confirmed the presence of heavy host tissue/pannus as the primary cause of the reported stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.